Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 6 was failing. The field service engineer (fse) replaced latch inseparable magnet to restore functionality. After replacement, the drawer was tested multiple times in the user application, and all functions were confirmed to be normal. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer did not open when attempting to recover storage space. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.